Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with a fever and large hematoma on the pacemaker pocket. It was concluded that there was no infection at the pacemaker site and the fever was unrelated to the device. The physician, however, elected to extract the patient's pacemaker, atrial lead, and ventricular lead as a precautionary measure. The patient was stable.